Event description:
The user facility reported that towards the end of a therapeutic upper endoscopy, an unidentified circular band came out of the biopsy channel of the endoscope and fell into the patient. The user facility reported that the band was part of a single-use multiple band ligator (manufactured by conmed), which was employed in the previous procedure, in which the same endoscope was used. The band was removed with biopsy forceps with no complications and the procedure was completed with the same endoscope. There was no patient injury. The patient was tested for potential patient cross-contamination as the previous patient was known to have hepatitis c. The patient is currently scheduled for five blood tests on selected time period throughout a year to test for the presence of the hepatitis c virus as well as hiv antibodies. The first two blood tests had negative results and the patient is reportedly doing fine.

Manufacturer narrative:
The endoscope referenced in this report was returned to olympus for investigation, however the band was disposed of by the user facility after the procedure was completed. The investigation did not find any evidence of kinks on the biopsy channel wall of the endoscope that could have caused the band to be lodged inside of the biopsy channel. However, a small bump was found on the biopsy channel wall at the bending section area of the endoscope. Nevertheless, an olympus forceps and brush were inserted through the entire biopsy channel on both sides with no restrictions. The patient's condition will be monitored and the remaining three blood test results will be acquired from the user facility. If additional significant information becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution. Additional comments